Event description:
It was reported that during use of atrial lead an inquiry was made regarding the possibility to perform a magnetic resonance imaging (MRI) scan of a patient who experienced atrial loss of capture and apparent dislodge. Response to inquiry was provided, and the lead remains in use. No further details available. No patient complications have been reported as a result of this event.